Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming for pressure issues. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and thermistor were replaced to address the issue. A "ventilator inoperative" code was found in the ventilators's downloaded error log. The device's system board was replaced to address the issue.